Event description:
With the patient on the table, under general anesthesia, the cystoscopy table began to move into reverse trendelenberg. No one was touching any of the controls, nor were they able to stop the table when they attempted to do so using the controls the service performed found loose hardware in the footswitch.